Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to failure of the printed circuit (pc) board by device handling such as follows: system ground wire was not connected. With the system power on, remove and insert the scope connector. Dirt, moisture, and others are attached to the connector contact section. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The identification chip had no data. There was no evis image due to a failure of the pc board. Switches one (1) and three (3) were not working. The insertion tube ring gauge had a minor dent. The scope connector required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope presented a b30 (scope communication error) (no image). The issue was detected at reprocessing. No patient injury reported.